Event description:
The hosp reported that during preparation for a coronary artery bypass procedure, the ultima activator ii drive mechanism was not working properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device was returned to the factory for eval. It showed no signs of clinical usage or evidence of blood. A visual inspection did not identify any non conformities. A functional test was performed on the device by using ultima blades on the fixed block and the sliding block, the sliding block was opened and closed multiple times; we did not identify any non-conformities during the functional testing. Based upon these findings, the reported complaint could not be confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).